Event description:
The stappler was used during a colon resection. It was reported that the stapler was difficult to remove. The stapler was removed and inspected. There were two complete donuts but when the anastomosis was checked a leak was identified. The case was completeed by performing a ileostomy. There was no further patient consequence.